Event description:
It was reported the needle mechanism did not deploy when the pod was applied. The patient's blood glucose rose to 312 mg/dl. When removed from the leg, the needle deployed; indicating the needle mechanism deployed late. A manual insulin injection was administered for treatment and a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.